Event description:
The customer requested a checkout of the device and upon power on the manufacturer's service technician reported the ventilator would not operate via ac or backup battery power. The unit was not in use on a patient; therefore, there was no patient harm or involvement. The service technician replaced the power supply to address the finding. Performance verification testing was completed and tests passed to operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.